Event description:
A customer reported that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an unnamed procedure on (B)(6)2025, and ¿blue seal on airseal device broke into 4 pieces when resident doctor was inserting a endo ¿cigar¿ gauze through the port¿. The event was described as a product problem, not an adverse event. Further assessment confirmed there was no foreign body left in the patient. No further information was available. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large object into the cannula.) Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an unnamed procedure on 21feb25, and ¿blue seal on airseal device broke into 4 pieces when resident doctor was inserting a endo ¿cigar¿ gauze through the port¿. The event was described as a product problem, not an adverse event. Further assessment confirmed there was no foreign body left in the patient. No further information was available. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.